Event description:
It was reported that a high drain 104 alarm occurred at the end of therapy on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient stated they did not bypass or perform any manual fill prior to therapy. The total volume equaled 10000ml, the total time equaled 9:00, the fill volume (fv) equaled 2400ml, the last fill volume (lfv) equaled 0ml, the initial drain alarm equaled 0ml, the initial drain volume equaled 22ml, and the total ultrafiltration (uf) equaled 2093ml. The cycle four uf equaled 2559ml, the cycle three uf equaled -229ml, the cycle two uf equaled -290ml, and the cycle one uf equaled 53ml. The patient indicated they did not have any symptoms before, during, or after therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.